Manufacturer narrative:
The customer reported that the blower motor was replaced to address the reported issue and that the defective part was discarded. The unit passed all testing and was returned to use. No further information provided.

Event description:
The customer reported that the unit is not providing air flow and had a patient circuit occluded error. The issue occurred prior to use, with no delay to therapy noted. The unit was evaluated by the customer with assistance from a remote service engineer (rse). Upon further review with the rse, the error code related to blower temperature high was identified in the log. The rse advised the customer to check the fan filter and clean it if needed, and to check that the cooling fan is working properly and facing the right direction, pulling cool air in. The customer confirmed that the cooling fan is operational. The rse then advised to replace the blower assembly to address both the error code as well as the unit not providing air flow. Upon a follow up the customer reported that a blower assembly was ordered to address the issue. The investigation is ongoing.